Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es balloon catheter. There was contrast in the inflation lumen and balloon. There was blood on the outside of the device. The balloon was loosely folded and deflated when received. Microscopic examination presented no damage or irregularities to the balloon. Microscopic examination revealed that the inner shaft under the balloon was kinked. Microscopic examination presented no damage or irregularities to the manifold. Functional testing was performed by attaching an inflation device filled with water to the device. When positive pressure was applied, the catheter would not inflate due to the dried contrast in the lumen. The device was soaked in a warm water bath to loosen the dried contrast for 14 days. The device was attached to an inflation device after soaking and when pressure was applied, a stream of water emitted from the balloon wall. The balloon was microscopically examined and a pinhole in the balloon wall at the proximal balloon transition was revealed. The catheter couldn¿t maintain constant pressure due to the pinhole and the device deflated in 4 seconds. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guidewire crossed the lesion, a 2mmx20mmx142cm coyote es balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres. When the balloon was deflated, the contrast media inside the device was not removed. The device was removed and was checked by inflating and deflating the balloon outside the patient, but the device could not inflate nor deflate. The procedure was completed with a 2.5mmx20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon deflation failure occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified right anterior tibial artery. After a non-bsc guidewire crossed the lesion, a 2mmx20mmx142cm coyote¿ es balloon catheter was advanced for dilatation. The balloon was inflated at 10 atmospheres. When the balloon was deflated, the contrast media inside the device was not removed. The device was removed and was checked by inflating and deflating the balloon outside the patient, but the device could not inflate nor deflate. The procedure was completed with a 2.5mmx20mm coyote nc balloon catheter. No patient complications were reported and the patient's status was good.